Event description:
It was reported that the patient experienced a lack of therapeutic effect and a 'power on reset' (por) condition on her implantable neurostimulator (ins). The event occurred following the first round of radiation treatment, which caused electromagnetic interference with the ins. The ins was reset and the patient was instructed to turn the ins off prior to next treatment. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3888-33, lot#: v714493, implanted: 2011 (B)(6), explanted: na, lead model: 3888-33, lot#: v362201v01, implanted: 2011 (B)(6), explanted: na, lead model: 3888-56, lot#: v635238, implanted: 2011 (B)(6), explanted: na, lead model: 3888-56, lot#: v641568, implanted: 2011 (B)(6), explanted: na, extension, model: 3708220, serial#: (B)(4), implanted: 2011 (B)(6), explanted: na, extension model: 3708220, serial#: (B)(4), implanted: 2011 (B)(6), explanted: na, programmer model: 37743, serial#: (B)(4), recharger model: 37752, serial#: (B)(4). (B)(4).